Event description:
Rptr indicated they were having issues with their handheld computer. The device was sent to the manufacturer for analysis. Before analysis was completed info was found that the issue had previously been resolved with troubleshooting. Product analysis was later completed and found that the flashcard was missing a specific file that is meant to be installed on the handheld computer. Product analysis also found that the ac power adapter used to charge the handheld computer was damaged and unable to charge the device. When a known good ac power adapter was used, no other anomalies were identified with the handheld computer.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.